Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 370 mg/dl. The cause for the reported elevated bg levels was unknown. Customer delivered a bolus to address elevated bg levels. System check with tandem technical support was performed, and the pump functioned as intended. At the time of the report, customer's bg level was below 240 mg/dl.